Event description:
The customer observed falsely elevated architect cyclosporine results generated on the architect i1000sr instrument for one patient. The initial result was 700 ng/ml, repeated on another instrument and the result was 100 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the cmia reader, metal case, tested (7-201909-03), the 100ul trigger pump (rohs) (7-96344-02) and the pre-trigger pump (rohs) (7-96345-02). The trigger and pretrigger pumps were replaced due to leaking. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Labeling was found to be adequate for the complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect i1000sr service and support manual provides instruction for the removal, replacement, and verification of the cmia reader, metal case, tested (7-201909-03), 100ul trigger pump (rohs) (7-96344-02) and the pre-trigger pump (rohs) (7-96345-02). Trending review did not identify any trends for the complaint issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Based on all reviewed data, a product deficiency was not identified.